Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, approximately one quarter filled easypump ii lt 100-50-s without packaging and one used, completely filled easypump ii lt 100-50-s without packaging. Due to the fact that we could not assign the two samples to one of the generated complaint notification (stated: same article no. Respectively same batch), the two samples were processed in these two internal cc-notifications with identical content: cc-notification 400285976. Cc-notification 400285977. 1st sample: the received pump was taken to a visual inspection. In as-received condition the white clamp is missing. The original wing cap was not handed over by the customer; the patient connector was closed by red combi stopper. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we did not detect any residues at the patient connector respectively at the red combi stopper. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump (removing the red combi stopper) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected at this sample. Sample no. 1 is not in accordance with our requirements. 2nd sample: the received pump was taken to a visual inspection. In as-received condition the white clamp is missing. The original wing cap was not handed over by the customer; the patient connector was closed by red combi stopper. The triangle tube was knotted. We were not able to unknot the triangle tube (caution: the sample contains a cytostatic agent). At the bottom cap of this sample the labels are missing (size, flow rate, batch). After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we detected crystallized drug residues at the patient connector respectively at the red combi stopper. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump (removing the red combi stopper) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected at this sample. With regard to the blocked triangle tube (knot in the tube) of sample no. 2 an evaluation of the complaint is not possible. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the customer complains that the pumps did not perfused in full the drug.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from our manufacturer: the following CAPA will address the following blockages: CAPA 1475 for blockages other than gluing defect and CAPA 1387 for blockage caused by gluing. We assess this complaint to be not "judgable".